Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/27/04, the patient's wife contacted lifescan on his behalf alleging that the patient's one touch ultra meter would not power on. The medical affairs specialist left a message for the patient on 10/28/04 and sent a letter to the patient on 10/29/04. The patient last tested on the reported meter in 2004, at about 3:00 pm. Six days later, the patient attempted to test with the meter and it would not power on. The patient replaced the meter battery and the meter still would not power on. The patient was vomiting at the time of concern. He took no action to affect his blood glucose level after attempted use of the meter. The patient was taken to the ER, as he could not obtain a result on the meter. No results obtained in the ER were provided. The patient was treated with fodd and/or beverage. The customer service representative verified that the test strips were correct, the battery had been replaced less than one year before, and the battery contacts were in good condition. The crs walked the patient's wife through pressing the power button and the meter did not power on. The patient's wife did not allege that the patient was harmed. There is insufficient information to indicate that the patient experienced injury or medical intervention due to the meter. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.